Manufacturer narrative:
(B)(4). Patient age is approximate. Patient weight is approximate.

Event description:
The physician was attempting to use a racer otw stent. The device was prepped and inspected prior to use with no issues noted. The lesion was a highly calcified lesion at the ostium of the left renal artery with an aggressive tortuous takeoff. 2 lesion pre-dilations were performed. Upon entering the lesion territory, the calcium was causing issues with the placement of the racer stent. Manipulation with the guide was used to attempt to allow for easier transition into the ostium. Additional force was used in the attempt to deliver the stent. It was reported that the racer stent was unable to cross. The device was removed and stent struts were noted to be damaged. A replacement 5x18 racer stent was then placed with no incident - results were acceptable to the physician placing the stent. No patient injury reported.